Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening, possibly due to using implants of insufficient length. Part number, lot number, manufacture date, exp. Date and gtin: 1st (superior): ifuse implant, p/n 7060-90, lot# i0959, mfd. 02/07/14, exp. 2019-02-07, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0888, mfd. 01/27/14, exp. 2019-01-27, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient later reported a recurrence of right side si joint pain symptoms. The surgeon determined loosening of the superior and inferior positioned implants based on haloing seen on imaging. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior and inferior positioned implant using chisels. He then installed longer implants of the same type into the explant voids. The middle preexisting implant was not adjusted or removed. The status of the patient following the revision procedure is not known.